Event description:
It was reported that low system impedances were present on this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient reported fracturing a rib in february due to a motor vehicle accident. An electrode fracture was suspected. The impedances were noted to have decreased, and several shocks were delivered appropriately since the accident. The impedances were noted at 30 ohms and the physician opted to replace the electrode. Following the electrode replacement, the impedance remained at 30 ohms. At this time, the physician is not considering a device replacement, and no further testing was performed. No additional adverse patient effects were reported.